Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the improper reprocessing was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis exera iii gastrointestinal videoscope, was incorrectly reprocessed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus endoscopic support specialist (ess) on (B)(6) 2023. During the in-service observation, the olympus representative was made aware of reprocessing errors. During observation, while customer was performing the bedside cleaning of the esophagogastroduodenoscopy (egd) they only suctioned water and air, they did not perform any of the other bedside steps. The customer was informed of the correct way to reprocess the scope according to the instruction for use (IFU).